Event description:
Journal article reported discrepant blood glucose values obtained from the inform system when compared with laboratory tests when testing was performed back-to-back. No specific data were reported. The article did not report any adverse events as a result of the discrepant values. Since the discrepant results were not reported to the manufacturer at the time the study was performed, no request could be made for return of the suspect device.

Manufacturer narrative:
Reported in, "accuracy of bedside capillary blood glucose measurements in critically ill patients" in intensive care med (2007) 33:2079-2084.